Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted that the header was slightly loose and the device case was swollen. The no telemetry condition was confirmed upon receipt and was due to a depleted battery. It was concluded that the battery depleted normally as current measurements were normal during analysis. No issue was found with the device and telemetry was possible with the device once it was powered up.

Event description:
--

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital for cardiac arrest. The patient was resuscitated with external defibrillation and was intubated and admitted to the hospital. The ICD was unable to be interrogated and tones were unable to be confirmed. The device was explanted and returned for analysis. No additional adverse patient effects were reported.